Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent urinary incontinence. The plan was to remove the artificial urinary sphincter (aus) and re-implant a new device, but the patient had a bladder neck stricture. The physician decided to cancel the procedure and go back at a later date and remove the old aus and replace it. There were no additional patient complications.

Manufacturer narrative:
Additional information: describe event or problem and explant date there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent urinary incontinence. Initially, the physician planned to remove the artificial urinary sphincter (aus) and implant a new device but they elected to postpone the procedure due to stricture at the bladder neck. It was noted the physician did not suspect the recurrent incontinence was related to the stricture. On 17feb2022, the replacement of the aus was done because the device was not working due to a fluid leak from an unidentified origin. During the procedure it was observed that the patient had an atrophy and a smaller cuff was implanted. The patient is expected to fully recover.

Manufacturer narrative:
Additional information: describe event or problem there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent urinary incontinence. Initially, the physician planned to remove the artificial urinary sphincter (aus) and implant a new device but they elected to postpone the procedure due to stricture at the bladder neck. It was noted the physician did not suspect the recurrent incontinence was related to the stricture. No patient complications were reported.